Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that there was crack in the ring. It was reported that the customer did not know how the damage happened and that the insulin pump was neither dropped nor bumped. The insulin pump was returned for analysis.